Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-april-2024, it was reported by the patient that the infusion set was leaking at site due to which hyperglycemia occurs since last 2 days infusion set was in use. High blood glucose level was treated by bolus via pump. No further information was available.